Manufacturer narrative:
Block d4, h4: the complainant was unable to report the batch/lot number; manufacture date, and expiration date are unknown. Block e1 (initial reporter city): ichinomiya city, aichi prefecture. Block h6 (device codes) problem code 2907 captures the reportable event of internal bolster detached. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed, the molded internal bolster was detached from the tube and was not returned with the device. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also force applied to distend the gastrostomy tube during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached inside the stomach. Reportedly, the detached portion was retrieved using a grasping forceps. It was then replaced with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
The complainant was unable to report the batch/lot number; manufacture date, and expiration date are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached inside the stomach. Reportedly, the detached portion was retrieved using a grasping forceps. It was then replaced with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.